Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call partial display anomaly and drive support issue on the insulin pump. Customer¿s blood glucose level was 198 mg/dl. Troubleshooting was performed. Customer advised they changed the battery, however the issues remained unresolved. Customer advised the drive support cap was loose. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed self test, displacement, rewind, basic occlusion, prime or compromised force sensor system, excessive no delivery and occlusion test. Insulin pump was tested with no missing segments or partial display noted. Drive support cap was inspected and no anomaly was noted.